Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected and discovered that the architect monitor power cord had a poor electrical connection causing arcing and a burning smell. The cord was replaced by the fse which resolved the issue. A review of the service history for the architect (B)(4) analyzer revealed no additional issues were reported. A review of tracking and trending did not identify any trends for the architect (B)(4) or the architect monitor power cord (part number (B)(4). Labeling was reviewed and contains adequate information on troubleshooting, removal and replacement of the part. The damage observed was limited to the monitor power cord and the damage did not spread to other parts of the instrument. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available user information was included. Additional user details are not available.

Event description:
The customer reported a burning smell and observed smoke coming from the back of the architect i200sr analyzer. The customer powered the instrument off and reported no impact to patient management or user safety.